Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The patient measured a blood glucose value of 15 mmol/l and obtained a bolus advice of one insulin unit, which the user felt was too low. After guidance from the customer service representative, the patient was able to see the settings and confirmed that they were correct. The patient measured another blood glucose value of 10 mmol/l and obtained a bolus advice of 1.4 insulin units, which the patient said was acceptable.